Manufacturer narrative:
The reported event of hypersensitivity was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found eternal insulation abrasion was noted at 0.6 cm to 0.9 cm from the cut end of the middle portion of the lead consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-08996; related manufacturer reference number: 2017865-2021-08998. It was reported that the patient had an allergic reaction with symptoms of itching and facial swelling related to the implanted pacemaker system. The system was explanted. The patient had no adverse consequences.